Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; g3; g6; h1; h2; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of part and lot identification. Trial records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ I&d, wash out of infected knee. ¿ positive for staphylococcus capitis, treated with IV antibiotics. ¿ presented with a prosthetic right knee infection, 4 days of swelling, erythema, and leaking blood. ¿ negative for pe by doppler and ctpa, cellulitis spreading down leg. ¿ discharged on oral antibiotics, then reacted to oral antibiotics and was consulted with infectious disease doctor. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the initial right total knee arthroplasty. Subsequently two weeks later, the patient had an irrigation and debridement due to swelling, erythema, and bleeding, secondary to cellulitis. The wound was postiive for staphylococcus capitis and treated with antibiotics. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.